Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. H10: narrative/data was updated. The reported device was not received for evaluation. The reported condition of loosening abutment screw was not confirmed. Visual inspection and functional testing could not be performed as the device was not returned. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided/unknown. Patient weight is not provided/unknown. Brand name is not provided/unknown. Catalog number and lot number are not provided/unknown.

Event description:
Doctor reports that the unknown 3i biomet abutment screw loosened and damaged the drive feature of the bnpt5410 implant and the implant had to be removed. Tooth site #3.